Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt received a low battery message. The physician decided to explant and replace the ipg on (B)(6) 2011 with a different model ipg. No further pt complications were reported.

Manufacturer narrative:
Eval: results: as received, the ipg was not functional. The unit was cut open for further analysis. The battery was removed and the pcb was powered by an external source. After downloading the default parameters, autotest results revealed the pcb functioned normally. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.